Event description:
During the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon into the pt and felt resistance while advancing through the lesion. The physician inflated the occlusion balloon to occlude the vessel. The physician inserted the ivus catheter and also felt resistance. The physician inserted the stent delivery catheter and placed the stent. The physician noticed that the occlusion balloon had deflated unexpectedly. The pt is reported to be fine.